Event description:
Additional information received reported that an x-ray provided insight to the issue. During surgery on (B)(6) 2014 it was discovered that the boot covering the leads or extension was pulled up the lead wire, leaving the leads exposed. During surgery the boot was pulled down over the connection to cover the exposed leads. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID: 3391s-40, lot# v597842, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer. Patient product ID: 3391s-40, lot# v597842, implanted: (B)(6) 2013, product type: lead. Product ID: neu_stimboot_acc, serial# unknown, product type: accessory. (B)(4).

Event description:
It was reported the patient would get a strong shocking sensation behind their ear. It was noted the electrode and therapy impedances were normal. It was stated the patient had the implantable neurostimulator (ins) for obsessive compulsive disorder (ocd). It was noted the right lead was the ¿shocker¿ because it was at 0 volts at the time of report while the left lead was at 9.5 volts. It was stated the patient had great therapy. It was noted the mono-polar impedances were <(><<)>1,000 ohms and the bipolar values were <(><<)>2,000 ohms. It was stated the issue had occurred since the implant of the ins. It was noted they had never used the right side because of this. It was noted the patient was going to have the ins replaced on the day of report and the physician had considered going to the lead/extension connection to get a visual of the connection. It was further reported, the boot had completely slid off of the connection site. It was noted they did not know why it slipped off. It was stated they put on a new boot and left the old boot in because they didn¿t want to extend the incision site to try and find it. It was noted the psychologist would have to turn on the right side ins at the next visit to see if the patient could receive therapy.